Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by rebooting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave an alert indicating motorized movements were unavailable. Analysis of system log file showed error related to motor assembly and the motor controller's amplifier enable feedback was not active. Upon troubleshooting, fse cleaned the rails, adjusted the long motor, and recalibrated it. Later the issue reoccurred and fse resolved the issue by recalibrating the cr motor, then adjusting the 3-d c-arms, thin bails, and the longitudinal motor. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating motorized movements were unavailable. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.